Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 289 mg/dl and diabetic ketoacidosis. The cause of elevated bg was not provided. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Although requested by tandem technical support, the customer declined to provided additional information.